Event description:
It was reported that a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2011. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2011 due to a superficial hematoma and a non-healing surgical wound. Operative report noted swelling, drainage and serosanguineous fluid during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿early or late postoperative infection and allergic reaction.¿